Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was intended to be used in the bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During preparation, it was noticed that it was an rx needle knife was in the dreamtome rx 44 packet, and not a dreamtome rx 44. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.